Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads,minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. No button response due to flattened dome switch on down arrow button. Moisture damage was also noted on keypad traces. No button error alarms noted. No ramping numbers noted on the display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.